Manufacturer narrative:
Date sent to FDA: 09/24/2020. Additional b5 narrative: it was reported that following insertion the patient experienced pain and infection.

Manufacturer narrative:
Date sent to FDA: 10/23/2019. Patient code: 3189-surgical intervention. Additional b5 narrative: it was reported that the patient underwent mesh revisions on (B)(6) 2011 and on (B)(6) 2012 due to recurrent hernia. Mwr-22102019-0000566758 submitted for adverse event which occurred on (B)(6) 2011. Mwr-22102019-0000566764 submitted for adverse event which occurred on (B)(6) 2012.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2011 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.